Event description:
Information was received indicating that a smiths medical pump was presenting with 1260 error code. There was no patient injury reported. There were no reported adverse events.

Event description:
Investigation completed and summary in h 10.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps ? 6400. The complaint of error code 1260 was confirmed when powering on device. This is isolated to a circuit board. No evidence was revealed in the event log. The physical condition of device revealed cracked housing. Action was taken to replace the circuit board. Device went on to pass all delivery testing.